Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after several inflations, it was noted that the balloon ruptured at below recommended balloon pressure. Only the device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.